Event description:
The customer called and reported experiencing low blood glucose of 40 mg/dl. Customer treated with glucagon and a sandwich and suspended his insulin pump. Customer had also received sensor error alerts. Troubleshooting was performed with the sensor and customer was advised if alerts were to continue to call back for further troubleshooting. Customer declined to troubleshoot for low blood glucose. The sensor will not be returning for analysis at this time.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.